Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: reported the user reported that after performing a suctioning maneuver, the ventilator did not resume ventilation. Alarms displayed: ¿suction maneuver¿ (yellow) and ¿patient disconnection¿ (red). Manual ventilation was immediately initiated. An additional device was required. No serious injury occurred. Investigation no device malfunction was found. It was determined that the user confused an open suctioning maneuver with a closed suctioning maneuver, resulting in an incorrect sequence of actions. Hamilton medical ag clearly describes the correct procedures in the operators manual hamilton-c6 (document number (B)(4), software version 1.2.x) on page 233 (¿performing an open-suctioning maneuver¿) and page 234 (¿about closed-suctioning maneuvers¿). Final assessment this case was initially reported as a preventive measure. After investigation, it was classified as not reportable because: no device malfunction was identified. The event resulted from user handling outside the instructions for use (IFU). No serious deterioration in health occurred. Root cause the user confused an open suctioning maneuver with a closed suctioning maneuver, leading to an incorrect sequence of actions. Conclusion no device malfunction was found. The event was caused by user handling outside the IFU. Final status: not reportable.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): after a suctioning maneuver was performed on an involved patient, the hamilton-c6 ventilator did not resume ventilation. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.